Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right atrial (ra) lead. The ra sensitivity was adjusted. The device remains in service. No adverse patient effects were reported.